Event description:
User facility reports that two endolaser probes failed during retina surgery. Neither probe showed an optimal aiming beam, and neither probe fired effectively. One probe showed an obvious broken fiber close to the end that plugs into the laser unit. User facility reports that the event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. User facility reports that the original intended procedure was a pars plana vitrectomy. User facility reports that the device usage problem was a malfunction - the device did not perform as expected.

Manufacturer narrative:
User facility rep (B)(6) was contacted by phone on 03/24/2011 to f/u on pt status. (B)(6) stated that it appears a third probe was opened and it performed as expected. The procedure was completed and there were no operative complications. She requested that the probes be returned to her so that she could send them to iridex for eval. She explained that she never received the probes. The product was not returned. A review of the device history record was conducted. A lot met our final acceptance criteria. Noted discrepancy in the reported product lot number. Product lot number referenced in this report is lot #9010185. Lot number reported on user facility report #(B)(4) is lot #9010185. Lot number reported on FDA voluntary report #(B)(4) dated 07/08/2010 and submitted to iridex is lot #8070214.